Event description:
It was reported the customer had air bubbles in their reservoir. Customer stated the air bubbles were champagne sized. The customer's blood glucose was 65 mg/dl. Customer has treated their blood glucose with food. The customer also reported their reservoir was showing more insulin than what was displayed on the status screen. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.